Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: gtin # (B)(4); upn# (B)(4); batch/lot # 847992015; mfg date 09/30/2013; exp date 09/16/2018. Pump: gtin # (B)(4); upn# (B)(4); batch/lot # 863976001; mfg date 01/27/2014; exp date 01/11/2015.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to recurring incontinence and a hole in the 3.5cm cuff. The onset of the recurring incontinence occurred several months prior to the device replacement surgery. An aus device consisting of a 4.5cm cuff, 61cm balloon and control pump were implanted.